Event description:
The customer reported the radiation shield was knocked by the gantry movement and it resulted in the radiation suspension column falling from the ceiling. The anesthetist sitting by the gantry was hit by the radiation screen on the knee eventually landing on her foot, resulting in a bruised foot.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.